Event description:
Poles 13-14 intermittently experienced a square wave pattern over intracardiac signals, physician continued to use device. This was a catheter sensor or connection issue. It was a lasso mapping catheter, which contains 20 poles. There were 2 poles not function properly. The physician used other 18 poles to complete the case. No injury to the patient.